Event description:
Situation: cardiac tamponade. Timing - the timing of the blood pressure decreases during sheath insertion following bb. How to complete the procedure: pericardial effusion was detected by echocardiography, and drainage was performed. As the patient¿s vital signs stabilized, the ablation procedure was continued and completed. At the end of the procedure, no pericardial effusion was present, and the patient¿s vital signs were stable. Description of health problems_ cardiac tamponade. Progress_ after drainage, the patient¿s vital signs stabilized, and no recurrent pericardial. Effusion has been observed. The patient is under observation. Physician assessment of the health hazard_ non-serious (moderate/minor). Extended hospitalization_ no. The physician's opinions on the relationship between the event and the product (comments)_ because the blood was venous, it is possible that the rv catheter caused a were any abnormalities observed prior to use of the product?_ none. Were any abnormalities observed during use of the product?_ none. Contents and results of clinical examination_ unknown. History of medical history/treatment/other diseases currently being treated, etc. _ unknown. The complaint product(s) will be returned for analysis. The timing of the cardiac tamponade and the device involved could not be exactly identified. The physician mentioned the possibility of the rv catheter because venous blood was aspirated but also stated that the possibility that the sheath (sl0) is the cause cannot be ruled out. An abbott sl0 sheath was used. A pulscouter rv catheter was also used. Pt: 2226. Device: 2588. Ref: mw5186734.